Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The insulin pump was received with a minor scratched display window and a broken reservoir tube lip.

Event description:
The customer's mother called in to report high blood glucose levels. The mother stated that she noticed part of the reservoir tube lip was chipped. The customer's blood glucose level at the time of incident was 400 mg/dl. The customer treated with the insulin pump. The caller completed most troubleshooting, however, she declined to perform the high pressure test. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was informed that the product would be replaced, and to return the malfunctioning product back for analysis.